Event description:
The radial head popped off due to likely instability.

Manufacturer narrative:
The manufacturing files were checked and found showing no defect. Investigation made on the explanted devices revealed that the device: were in conformity with our specification. Performed according to our specification. We are pursuing our investigation in order to try to determine the origin of this incident.